Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received intravenous treatment due to blood clot on unknown date. Customer¿s blood glucose level was 50 mg/dl. The customer's current blood glucose is 87 mg/dl. The customer was treated with glucose tablets for low blood glucose level. The customer was reported that they received sensor glucose values not available and change sensor. The sensor will not be returned for analysis.